Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 500 units of cold insulin. There was no impact to the customer's blood glucose level. Recommendation was made by tandem technical support to not overfill the cartridge per labeling instructions. The customer loaded a new cartridge with 480 units and received an accurate fill estimate.